Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the displayed an e311 error code (would not white balance) could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of would not white balance (e11 error) code was not confirmed. Scope passed water dunk test with very good image and passed the white balance test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed an e311 error code would not white balance. The event occurred during preparation for use. There was no report of patient harm.